Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding device return has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and inflammation/irritation.

Event description:
Healthcare professional reports left side ¿stitches, deformity, pain, inflammation, sleep discomfort¿ and capsular contracture baker grade IV. Device has been explanted.